Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt ecgs were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non functional ) was confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The root cause for the open wire was physical abuse. No adverse event resulted from the defective electrode belt.